Event description:
Attempting insertion of PICC line. Catheter inserted and attempting to pull guidewire when noted wire was fraying. Catheter removed in its entirety. Had to get another kit and reintroduce catheter. Guidewire from previous catheter very frayed - question if any pieces could have sheared off into catheter/blood flow. Reported event to co at 15:30 on 2/3/97 and will return catheter and guidewire to company.